Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experience a pneumothorax that was confirmed with a 3d spin. Multiples nodules were biopsied. The procedure was completed and a chest tube was placed. The patient was reported as stable. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it was unknown if the event is related to the ion procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.